Event description:
It was reported that the user received an insulin low alert and an infusion set expired alert, observed a mismatch between the mobile app estimate of insulin remaining and the pump display, and later saw a cartridge empty status consistent with an empty cartridge; the user then completed a full supply change with guidance, and education was provided that initiating the supply change process causes the display to show a full cartridge regardless of actual volume. Symptoms included no adverse clinical effects and no change in blood glucose. Outcomes included no medical intervention and no hospitalization. Investigation included customer interview, alert review, and guided troubleshooting with education on correct supply change steps. Investigation of this case revealed that the pump behavior was consistent with expected device logic and user interaction with alert-driven steps likely initiated a supply change sequence that reset the displayed cartridge volume, with the device and infusion set functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and use error during supply change initiation.